Event description:
As reported on (B)(6) 2014, a (B)(6) female patient presented for a microwave procedure of the liver. During the procedure, the pmta applicator leaked into the lcs unit's shell. The physician stopped the procedure in order to clean the lcs unit. The patient remained under anesthesia longer than 30 minutes during this process. A new of the same device was used to continue the procedure. It was reported the patient suffered no harm or injury due to the vent. Ti was reported the disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch.